Event description:
It was reported that a smiths medical pump exhibited a "no disposable alarm" using flow stop cassette. This alarm occurred 3-4 hours after start of infusion. The patient was not affected.